Event description:
Customer reports the compact system meter memory stored a result of 88 mg/dl while her insulin pump stored a value of 218 mg/dl. Customer also reports a second memory discrepancy where the compact system meter memory stored a result of 243 mg/dl while her insulin pump stored a value of 90 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.